Event description:
It was reported that the customer visit an urgent care facility due to ketones and high blood glucose of 407mg/dl. The mother stated that the customer was in an accident, but he was not the driver. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found multiple error alarms in different days. The caller stated that the customer was too low in the night, and he changed the basal rates. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specifications. The device passed the self, off no power, displacement, rewind, basic occlusion, and excessive no delivery alarm test. However, the insulin pump alarmed during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the alarm. The device had corroded motor home switch, scratched display window, cracked battery tube threads, and missing end cap sticker.